Manufacturer narrative:
The reported event of helix could not be extended was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray analysis found the inner coil inside the connector region over torqued, consistent with procedural damage. After cleaning, the helix could be extended and retracted. The cause of the reported event was isolated to the helix being clogged with blood/tissue and over torqued inner coil. The reported event of loss of capture was not confirmed. Electrical testing revealed no indication of conductor fractures or internal shorts. No anomalies were found on the lead with the exception of damage consistent with that occurring at the time of the procedure.

Event description:
During the implant procedure, there were high capture values and a loss of capture on the right atrial (ra) lead. The lead was repositioned several times with no resolution. During the last positioning attempt, it was noted that the helix could not be retracted. The ra lead was explanted and replaced and the patient was stable.